Event description:
The dental implant fx4514swc was removed on (B)(6) 2019 due to failure to osseointegrate 19 days after implantation. The patient has no significant medical history. The patient required bone augmentation for the operation. The patient has recovered without complications.